Event description:
It was reported that the insulin pump alarmed motor error during the rewind. Customer's current blood glucose was 310 mg/dl, which she treated with a manual injection. Inquired if the customer uses the sensor feature on her pump and if she was able to rewind. Customer states they don't use the sensor feature and weren't able to rewind their pump. Advised customer insulin pump will be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump failed displacement test with units remaining on status screen and motor error alarm noted during rewind due to motor encoder out of phase. No motion sensor test failure alarm noted. Insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.